Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that he had three to four experiences where he had to change the reservoirs and infusion sets, but the alarm persisted. The customer's blood glucose was 340 mg/dl. The customer treated the high blood glucose with a manual injection. The customer confirmed that the tubing of the infusion set was not bent or kinked. The customer explained that he changed the infusion set, inserted the infusion set into his back and the alarm did not recur. The customer was advised that replacement supplies would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.